Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of unknown fluid seen at the bottom of the unicel dxc 600 pro synchron clinical system towards the modular chemistry (mc) side. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) assisted the customer with troubleshooting. Cts asked customer to check the di (deionised) water line from the source to instrument, customer did not note any leak from that area. Cts asked to check if the instrument rolled over the di water line. The customer checked and confirmed that this had not occurred. Cts then asked customer to check the ise (ion-selective electrode) area to see if the leak is coming from any tubings in that area and per customer, none were seen. Cts generated a service request and a field service engineer (fse) was dispatched on-site (B)(4) 2011. Upon opening the pump box, fse observed that the vacuum pump condensation tube was incorrectly routed. Fse routed the tube correctly, replaced the pump box, primed and calibrated ises and ran qc. Repair was verified per established procedures and results met published performance specifications. This issue has been resolved. (B)(4).